Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that half height cubie drawer 3-1 was failed and not detected on bus. A field service engineer replaced the retractor band. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer had cubie error that said device not detected on bus. The customer stated that this malfunction occurred while dispensing medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.